Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump beeped loudly with a blank screen after routine battery changes. The pump history revealed the pump emitted multiple call service alarms to reboot the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms. The pump was exercised for 24 hours; no alarms occurred during testing.